Event description:
The device failed to fire. No patient harm. This facility has notified the manufacturer and returned the device for evaluation. There have been more than one similar problems with this device type from this manufacturer.